Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's pump battery had been depleting more rapidly than expected. During troubleshooting the customer observed the battery jump from 50% to 75%. Additionally, it was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. Tandem technical support confirmed that the customer was able to charge the pump successfully using replacement charging supplies. The customer's blood glucose level was not impacted during these events. Reportedly the customer would continue to use the pump for insulin therapy.